Event description:
It was reported there was itching and rash on 2013 (B)(6). It was stated there was a refill/program on 2012 (B)(6) at 15:15. It was reported, the morphine rate decreased by 20% on 2013 (B)(6). It was reported the morphine rate was decreased by 42% on 2013 (B)(6). It was reported that therapy was suspend and the morphine rate was decreased by 87% on 2013 (B)(6). It was reported, the therapy was suspended and pump filled with saline on 2013 (B)(6). It was reported, the system was explanted. It was noted the diagnostic methods were examination/palpation which showed generalized itching and rash on 2013 (B)(6), no itching or rash on 2013 (B)(6), but generalized itching and rash on 2013 (B)(6). The etiology was the medication of morphine and possibly related to the drug increased dose. It was stated this was possibly related to the device or therapy. The symptoms were of mild severity. The outcome was noted as ongoing with no further action needed. Additional information reported generalized itching and rash to lower extremities, lower back and groin.

Manufacturer narrative:
Product ID 8835, serial# (B)(6); product type programmer, patient product ID 8 709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted:2014 (B)(6); product type catheter. (B)(4).